Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following revision event was included in a report received as part of the (B)(6): patient had a right primary tha due to avascular necrosis; underwent revision due to aseptic loosening of the acetabular component. The cup, liner and head were exchanged. Patient's bmi is reported as 30.1.